Event description:
It was reported to philips that the x-ray tube displayed an error. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the diagnostic procedure was performed when the issue happened. The procedure was completed as planned as system was not blocked. The philips remote service engineer (rse) connected with the customer and got informed about the reported problem. After reviewing the log, rse found that faulty x-ray tube message and no graphics. The philips field service engineer (fse) visited onsite and to resolve the problem, fse replaced x-ray tube and return the part for analysis, and it found tube failed due to a vacuum leak (cathode insulator). After replacing the x-ray tube, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the information received the procedure was not affected, and the customer successfully completed it as intended since the system was not obstructed, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.